Event description:
Surgical safety issue - sterile supply pack contained 9 radiopaque sponges instead of the national standard of multiples of 10. Per aorn standards, the 9 were passed off the sterile field.